Event description:
In 2009, the pt reported that since she began using her insulin infusion device one year ago, her a1c has been higher. She stated that "pretty much" every morning her blood glucose "right around 300 mg/dl" with her target range being 100-150 mg/dl. Symptoms are feeling tired and sluggish. She stated she treats her readings by bolusing insulin via her infusion device and she said sometimes it takes more than one bolus to correct her reading. She said she occasionally will have elevated readings during the day, but not as often as in the morning hours. Her basal rates are the same for all 24 hours. She said she last saw her doctor one month ago and her basal rates were increased then. Troubleshooting did not find any product issues. The pt stated she changes her infusion headset every 3-4 days and she was advised to change it every 2-3 days. Site selection and management and she was encouraged to try new site areas. A courtesy infusion set insertion device and a guide to infusion site management was sent to the pt. Further attempts to follow up with the pt were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.